Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os). The lens was explanted due to elevated intraocular pressure and aqueous misdirection. The reporter indicated the patient had icl lenses implanted bilaterally and both eyes had aqueous misdirection. The reporter indicated they felt the event was caused by angle closure, the iris was pushing forward, and one eye had pressure that reached 68mm. The reporter indicated the peripheral iridectomies were patent.

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Per medical review - reportedly icl was explanted one week postoperatively to address elevated iop and subsequent aqueous misdirection. According to the customer complaint questionnaire, dated on (B)(6) 2014, the elevated iop (58 mm hg) was surgically treated (peripheral iridotomy and removal of the viscoelastic behind the iris) prior to the lens explantation. The patient va was 20/20. No postoperative sequelae were reported. It should be noted that acute rise in iop could be a consequence of retained viscoelastic and per dfu precautions: "3. Inadequate flushing of the viscoelastic from the eye may lead to intraocular pressure (iop) spikes. Iop should be checked 24 hours postoperatively." Dfu further advises physicians under warnings: "4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation. The patients should not be taking topical steroid medication at the time of visian icl implantation." Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately (B)(4) of them do not function, causing the rise in iop. Dilating the iris can often temporarily break the pupillary block. The definitive treatment is to enlarge the pi(s) and/or create additional pis, either surgically or with the nd: yag laser. An oversized icl increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block so explantation of icl is necessary. Given all this information it is very likely that procedure related factors (non-patent iridotomies combined with post-op retained viscoelastic) have caused/contributed to the event. Based on the complaint history, work order search and the medical review, a likely cause of the event has been determined to be procedure related factors (non-patent iridotomies combined with post-op retained viscoelastic). (B)(4).

Manufacturer narrative:
(B)(4). Claim # (B)(4), lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the icl was implanted on (B)(6) 2014 and explanted on (B)(6) 2014. There was narrowing of the angle and shallowing of the anterior chamber depth. A secondary yag (surgical pi) was performed for removal of viscoelastic behind the iris. The post-op iop was 58 mmhg. The adverse event was observed on (B)(6) 2014. The patient's current condition is 20/20.